Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches.

Manufacturer narrative:
The information related to usage of insulin pump which was not available with initial report. The updated information has been provided with this report. (B)(4).

Event description:
It was reported that customer was not using insulin pump within 48 hours of reported high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated with manual injection. Customer's blood glucose value was 370 mg/dl at the time of the call. Troubleshooting was performed. Customer stated that there was cracks on tubing clamp. Self test and high pressure test was passed by insulin pump. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.